Event description:
Related to MFR report # 2183959-2012-01206. On (B)(6) 2005, the plaintiff was implanted with an ams apogee graft. It was alleged that "as a result" the plaintiff has "suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to infection, pelvic pain, painful intercourse, mesh erosion, and removal surgeries." It was also alleged that the plaintiff "has sustained severe and permanent injuries," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.